Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Event description:
It was reported that bd alaris texium closed male luer was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that leaking from the texium closed male leur cap that was connected to the secondary tubing of saline.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.